Manufacturer narrative:
MFR's report date: april 27, 2011. (B)(4). The customer reports that the set has been discarded; therefore, a failure investigation could not be performed. Unable to determine the cause of the reported leak.

Event description:
Customer reported busulfan infusion leak from "pump segment" of chemo tubing. Removed tubing from pump and clamped PICC and chemo tubing to prevent further leaking. Infusion restarted with new chemo tubing. Set was not saved. There was no reported harm to pt or user and no medical intervention required.